Event description:
On the morning of (B)(6) 2011, home care staff reported that the left rear wheel of the walker had fallen off when the user rose. The user had fallen the night before, on (B)(6) 2011. While drawing the curtain, he stumbled and fell, and the walker landed on top of him. No injury to the user was reported. A physiotherapist visited the user on (B)(6) 2011 to replace the walker.

Manufacturer narrative:
The wheel axles of the walker were according to specification. The wheel has a bearing placed in a housing on each side of the wheel. The inner side of the tire and inner housing of the left rear wheel were damaged. The outer bearing had a mark from the edge of the circlip. (B)(4).